Event description:
Both drive shafts sheared off at the tip during surgery. This problem has occurred and been communicated numerous times. This is 1 of 2 reports for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. The visual surfaces of the break are homogenous, which shows an unobjectionable material quality. On the basis of this result, we can exclude any manufacturing fault. It is possible that the cutter was unable to withstand the stress exertion it was subjected to, which eventually leads to failure of the tip as a result of overloading and fatigue. This complaint was determined to be indeterminate. Additional pro code: hrx. (B)(6).